Event description:
The inner package of a total knee prosthestic (right femoral) appeared to be compromised rendering the or team to question its sterility.

Event description:
The inner package of a total knee prosthestic (right femoral) appeared to be compromised rendering the or team to question its sterility.